Event description:
Allegedly revised due to pain, high serum levels.

Manufacturer narrative:
The investigation is not complete. Trends will be evaluated. This report will be updated when the investigation is complete. This is the same event as 3010536692-2014-01758, 01760.

Event description:
Allegedly, patient was revised due to mom complications: loose shell, pain, necrotic tissue, pseudotumor